Event description:
This report is based on information provided by a philips technical consultant 2 and a product support engineer (pse) and has been investigated by the philips complaint handling team. Philips received a complaint on the patient information center ix indicating the pic ix did not sound an alarm. The following functional tests were performed: logs from the pic ix were obtained and analyzed by the pse.the technical consultant 2 tested the pic ix and passed all performance checks. Results of functional testing indicated that there was no malfunction of the philips device as the arrhythmia setting was turned off prior to the patient incident. Based on the information available and the testing conducted, the cause of the reported problem was due to the alarm setting set to off for arrhythmia. The device was confirmed to be operating per specifications and no failure was identified.

Manufacturer narrative:
Philips is in the process of obtaining additional information regarding the reported event and the investigation is ongoing. A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported that picix did not sound an alarm. The device was in use at time of event, there was no adverse event.